Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information / distributor (B)(4).

Event description:
An incident involving a smallbore transfer set reported that the "aads" filter is leaking. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
One used ext bifuse sets and various mating devices for inspection. Upon visual inspection, the filters were wetted out, and the reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The dfu (directions for use) states: "ivfe or tna (3-in-1) solutions containing lipids must be administered using a 1.2-micron filter. Sets with these filters should be changed at least every 24-hours." A device history review could not be completed due to the unknown lot number. Additional information in b5, d9. D9 - date returned to MFR: 1/20/2026.

Event description:
Additional information was received that the "aads" line was leaking during infusion. There was patient involvement, and no patient harm.